Event description:
It was reported that, staff have experienced issues with the gloves rolling at the cuffs and occasional spontaneous tearing. Most concerning, during a recent cesarean section, the cuff rolling was significant enough that amniotic fluid entered the exposed gap between the glove and gown, traveling from the fingertips toward the elbows. This raises substantial concerns regarding ppe integrity, staff safety, and exposure prevention.

Manufacturer narrative:
It was reported that staff have experienced issues with the gloves rolling at the cuffs and occasional spontaneous tearing. Most concerning, during a recent cesarean section, the cuff rolling was significant enough that amniotic fluid entered the exposed gap between the glove and gown, traveling from the fingertips toward the elbows. This raises substantial concerns regarding ppe integrity, staff safety, and exposure prevention.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.